Manufacturer narrative:
It was discovered that two medical device reports were initially submitted for patient interface two. Manufacturer report number 3003288808-2021-00096 was meant to reflect patient interface 1. A review of the device history record was traceable to the reported lot number indicating that the product was processed and released according to the product¿s acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported ten patient interfaces (pi) lost suction. Additional information has been requested. There are multiple related reports for this facility this report addresses patient interface #1 and other manufacturer reports will be filed.